Manufacturer narrative:
The device was returned. The investigation has been updated, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that the screw attached to the hinge appeared to be loose. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the hinge has broken. No injury was reported.